Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under local anesthesia with a transrectal biplane probe. It was reported the visualization was not compromised during the procedure. After the procedure, the postoperative magnetic resonance imaging (MRI) confirmed the rectal wall infiltration of the hydrogel. Based on the degree of infiltration, it was planned to postpone the radiotherapy until the hydrogel disappears. The patient's current status is reported to be stable.

Manufacturer narrative:
The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Device code (B)(4)captures the reportable event gel misplaced - non-vascular.